Event description:
A valiant stent graft was implanted for use for the treatment of a thoracic aortic aneurysm. It was reported that the patient presented emergently to the ER with chest pain. On CT the physician saw a perforation of the descending aorta at the position of one of the bare proximal stents. The physician also stated he felt the aorta was infected, due to the fact that the aorta looked inflamed. The device was explanted and the explanted graft was sent to pathology to check for infection. The stent graft was explanted and aorta was repaired with open surgical grafts. The patient is recovering from surgery. The patient is presently stable. No additional clinical sequelae were reported. A review of returned cta¿s from 4 months post-implant revealed that a single valiant stent graft was implanted from the lsa into the descending thoracic aorta. Near the level of the bare spring, the reported vessel perforation of the thoracic aorta was observed. The cause of the perforation could not be determined; it is possible that the stent graft bare springs may have contributed to the perforation. The proximal stent graft od measured 24x 25mm and the distal stent graft od was 25x26mm. The stent graft was patent and no endoleak or other stent graft issues were observed. The stent graft was essentially straight. However, just proximal to the stent graft near the location of the perforation, the aortic arch was acutely angulated. It is possible that stent graft bare spring placement near to where the arch began to acutely angulate may have contributed. Earlier post-implant images were not provided. Review of several site photo¿s when the devices were explanted confirmed that the vessel perforation occurred near the location of the bare springs; the indentation of one of the bare springs was seen in the thoracic near a perforation. No stent graft issues could be found and the cause of the aortic perforation and possible infection could not be determined from these images.

Manufacturer narrative:
(B)(4).